Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The software was updated, and the flow sensor was replaced preventively to address the issue. Additional findings not related to the malfunction/issue: the blower assembly and muffler assembly were replaced due to dirt observed.